Event description:
It was reported that the patient experienced st segment elevation. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. Transseptal access had been achieved and the farawave catheter was inserted into the body when st elevation was noted on the patient's electrocardiogram (ECG). Upon review it was found that the st elevation had begun roughly 15 minutes before access was gained. Two more physicians were brought into the operating room to try and understand what could have caused the st elevation, and nitroglycerin was given. It was believed that the st elevation was caused by a coronary response to sedation. The procedure was cancelled and the patient was admitted to the hospital for further coronary studies, though the specific studies conducted are not available. The patient is expected to recover from the complication and was in stable condition afterwards. The patient is being referred for genetic testing. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the st segment elevation is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the farawave device confirmed that the events of st segment elevation are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of st segment elevation is a known inherent risk of the farawave device. St segment elevation is an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that the patient experienced st segment elevation. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. Transseptal access had been achieved and the farawave catheter was inserted into the body when st elevation was noted on the patient's electrocardiogram (ECG). Upon review it was found that the st elevation had begun roughly 15 minutes before access was gained. Two more physicians were brought into the operating room to try and understand what could have caused the st elevation, and nitroglycerin was given. It was believed that the st elevation was caused by a coronary response to sedation. The procedure was cancelled and the patient was admitted to the hospital for further coronary studies, though the specific studies conducted are not available. The patient is expected to recover from the complication and was in stable condition afterwards. The patient is being referred for genetic testing. The device is not expected to be returned for analysis due to disposal.